Event description:
It was reported that when using the bd pyxis¿ medbank mini medication transactions were incorrectly recorded. Customer pulled (cbx1) fentanyl 50 mcg/ml 2 ml vial ha and (cbx10) midazolam 1 mg/ml 2 ml vial ha. The fentanyl issue was recorded properly, but the midazolam issued as b of 0 three times in a row for different patients. The nurse did pull the medication during that time. Each time, it created a di of null and a value of 1. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 05-sep-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the discrepancies identified during the audit occurred due to a software bug that caused medication transactions to be recorded incorrectly. A technical support specialist (tss) checked the sql data and confirmed that this issue had not occurred again in the or cabinet since the original finding, based on the transaction logs in the database. The tss also confirmed that the product support engineer (pse) did not have carousel hardware, and the issue did not appear to affect cubie or matrix drawers. The issue was escalated to the development team. A recommendation was made to de-assign and reassign items and bins that had frequent "0 b" transactions. The technical support specialist closed the case.